Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted when the device is returned and the investigation is completed.

Event description:
The physician reported the msd wire fractured inside the patient during a peripheral arterial occlusion case. The physician reported the bifurcation was torturous, he upsized to a 7 french sheath, the 50 cm iddc catheter tracked well, and the msd wire advanced all the way. The msd wire fractured while inside the patient when trying to pull back. The physician reported the fractured section was removed with no injury to the patient.